Event description:
In 2008, a patient/layperson alleged that he obtained an inaccurately high result of 200 mg/dl with his onetouch ultra meter at 4:00 a.m. Et, also on the same day. After the result, the pt reportedly injected his usual dose of 15 units lantus insulin based on the alleged result and began sweating, time not provided. No medical intervention was required. Because the pt has not responded to this senior medical affairs specialist's calls, a letter will be sent. Although the pt described incorrect puncture site cleaning to the customer care advocate, it would be useful to know when the pt last ate food and if the pt had injected other insulin the evening before or, perhaps, a fast acting insulin at 4 a.m. Besides the lantus. Because the pt alleged he experienced sweating, a symptom that can be associated with severe hypoglycemia, reportedly after injecting insulin based on the result on his meter, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.